Event description:
It was reported to philips that the system gave an alert indicating some c-arm movements were not possible, preventing rotation/angulation. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.